Event description:
It was reported that an ilet bionic pancreas could not search for or pair with a dexcom g7 transmitter despite device restart and factory reset, and a replacement ilet was sent. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to blood glucose and no medical intervention or hospitalization. Investigation included troubleshooting, user education and receipt and inspection of the returned device. Investigation of this case revealed a persistent pairing failure between the ilet and the g7 transmitter. It was concluded that the issue involved intermittent communication disruption between the ilet and cgm, with replacement of the ilet pursued to resolve the problem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.